Manufacturer narrative:
The efficia dfm 100 defibrillator's therapy pca was then returned to philips for additional analysis. The complaint was escalated for technical complaint investigation and the results indicate that the therapy pca passed all tests and performed as expected. Therefore, no fault was found with the therapy pca. The asp replaced the therapy pca resolving the reported issue; however, upon return of the therapy assembly the part was evaluated and confirmed to be operating as intended. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the efficia dfm 100 defibrillator/monitor indicating that the device detected a therapy supply fault and alarmed. The failure mode alleged occurred outside of clinical use and no patient or user harm has been reported. The device was evaluated onsite by the asp indicating that the device would alarm with a power equipment malfunction intermittently. After alarming the device could be temporarily returned to functionality by running an ops check, until the device performs the continuous safety check at which time the fault would be detected again. Review of the hardware error log showed the 18v therapy supply out of range error. The asp replaced the therapy assembly. Following repairs the device was tested and functionality was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.